Event description:
Floor pedal would not work during an acute myocardial infarction. Floor pedal charged all night and all morning, led indicator light was green when floor pedal unplugged. Floor pedal was unplugged for less than one hour when we attempted to use it and there was no function.service tech came onsite and recommended replacing the parts.